Event description:
It was reported that the customer dropped the insulin pump and the part between the battery cap and reservoir compartment broke. Customer's blood glucose was 589 mg/dl. Customer stated the belt clip was also broken. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test belt clip fitted and locked properly and no damage was noted in the belt clip slot. The insulin pump was received with a cracked display window, minor scratches on the display window, a crack on the reservoir tube lip and scratches on the reservoir tube window.